Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm 15- 20 minutes prior to contacting tandem technical support (cts) and has not been able to resume. The customer's blood glucose level was not impacted. It was indicated that the customer would use an alternative pump in the meantime and declined further followup with cts.